Event description:
It was reported that the device gave an "abnormal energy delivered" message when attempting to deliver defibrillation therapy with the hard paddles assembly. This reported failure was found during testing and was not related to any pt use.

Manufacturer narrative:
(B)(4). The customer has advised that the reported failure was verified on one occasion and the hard paddles assembly was replaced. Proper device operation was observed through functional and performance testing. The device has been returned to the end user for use. The device was not returned to physio-control for eval. The cause of the reported failure could not be determined.